Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. It was noted that the lead was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was fractured, and exhibited impedance measurements of greater than 2000 ohms and noise. Technical services (ts) discussed lead replacement. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the system was explanted and replaced with a competitive system. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was fractured, and exhibited impedance measurements of greater than 2000 ohms and noise. Technical services (ts) discussed lead replacement. No adverse patient effects were reported. The lead remains in service.